Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on a voluntary med watch submitted by an attorney that during a thyroidectomy procedure requiring nerve monitoring, the anesthesiologist encountered difficulty intubating a patient. The endotracheal tube was withdrawn and it was noted that a fine wire from inner part of tube was protruding externally. It was reported there was no harm to the patient.

Manufacturer narrative:
(B)(4). Device not returned. A voluntary medwatch 3500a form was received from the reporter. The product was not returned to the manufacturer for analysis. This device is used for treatment purposes. Blank fields in this report are a result of information not provided by the physician and/or user facility. Device description: the endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords' nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use.